Manufacturer narrative:
Complaint no: (B)(4). The patient's age and date of birth is unknown; however, the patient was born in the 1950s. The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event is unknown. On an unreported date, the patient was hospitalized for peritonitis. Treatment was not reported. At the time of this report, the patient had been discharged from the hospital. Outcome of the peritonitis event was not reported. The action taken with dianeal therapy is unknown. No additional information is available. This is report 3 of 3.